Manufacturer narrative:
B2: date of death: na no death was associated with this event, the date field was accidentally entered. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-05. H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two unopened units, one opened un-retracted unit, and two photos. Upon inspection of the units, no visible defects to the catheter or needle were observed. High catheter drag or penetration forces can result in difficult insertion; therefore, the two unopened units were assessed for penetration and drag forces. Both units were found to be within specification. The opened unit could not be taken into the clean room for penetration and drag testing but the catheter and needle tip were inspected for damage. The catheter and needle tip were found to be within specification. Venipunture was performed with all three units and no difficulty was noted or abnormal sounds heard. The cannulas were then inspected for proper lubrication. The lubrication was found to be within specification on all three units. Finally, the inner and out diameters were measure for all units. These measurements were also found to be within specification. The returned units provided for evaluation met and performed per the required manufacturing specifications; therefore, bd was unable to recreate or confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters had difficult needle retraction during use. The following information was provided by the initial reporter: "it was difficult to insert the catheter. The push tab of hub is difficult to push down and the cannula sometimes follows the catheter tubing into the skin. The product has an abnormal sound during the push-down movement. It sounds like rubbing against the metal. It might suggests that there is too much silicon fluid or the inner diameter of the catheter tubing was too small."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte autoguard shielded IV catheters had difficult needle retraction during use. The following information was provided by the initial reporter: "it was difficult to insert the catheter. The push tab of hub is difficult to push down and the cannula sometimes follows the catheter tubing into the skin. The product has an abnormal sound during the push-down movement. It sounds like rubbing against the metal. It might suggests that there is too much silicon fluid or the inner diameter of the catheter tubing was too small."